Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and the device was found to operate per specification. A review of the alarm log did not reveal any issues related to the reported condition. The reported condition was not verified. The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an unspecified failure code on channel 1. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.